Event description:
The customer reported 'stator' errors, which will result in a loss of system functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank and high voltage cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.